Event description:
A malfunction occurred on the pump as reported by the caller. There was no reported impact on the customer's blood glucose level. Technical support provided the customer with instructions on how to reset the pump, which was successfully done, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction code appeared.